Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cabinet 02 had inconsistent configuration settings compared to the other cabinets, specifically missing the 'allow profile quantity edit' and 'allow user to issue over profile amount' options. A technical support specialist enabled the missing settings on cabinet 02 to align with the client profile and the other two cabinets to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank, they were unable to issue the item to the patient. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank, they were unable to issue the item to the patient. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.